Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench and an anomalous component on the hybrid was noted to be the root cause of the reported backup vvi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in bvvi mode while still in the box. The device was not used.